Event description:
It was reported that the patient had a surgery and it was unknown if it was device related.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.